Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device started smelling like smoke. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, it was found that the smoke smell was due to a blown capacitor on the rf board. Also, there were physical damages, scratches and corrosion on the device components and some parts were found to be missing. All the defective, corroded, missing and scratched components including the rf board were replaced to resolve the identified issues. Software upgrade was also carried out. After repair, the device was found to be working according to the specifications. The blown capacitor is the root cause of the reported problem of the device started smelling like smoke. Fair wear and tear due to age and use might have caused the capacitor to get blown, however, a definite root cause of the same cannot be determined with the available information. User mishandling and/or lack of maintenance can be the most probable root causes of the physical damages, missing components and scratches observed on the device. Fluid ingress into the system is responsible for the corrosion. There are no indications from this complaint investigation that the failures are manufacturing related as the device has been in the field for more than five years, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool as follows: vapr tripolar was not working, tried to use another one and then the vapr vue generator started smelling like smoke. Changed out the vapr vue generator with another one and the vapr tripolar started to work. We were able to continue with and finish the case. There was a two minute delay.